Manufacturer narrative:
(B)(6). H3 other text : the equipment is not under warranty and the customer refuses to pay for repair, so no repairs were performed.

Event description:
This report is based on information provided by an authorized service personnel (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the philips efficia dfm100 defibrillator/monitor indicating that defibrillation is not possible. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.